Manufacturer narrative:
Analysis: the sample was discarded at the user facility; therefore, evaluation was unable to be performed. The product identifiers were unable to be obtained; therefore, a lot history and device history record (DHR) were unable to be performed for this device. Conclusion: the actual sample was not received for evaluation. Multiple attempts have been made to obtain required information (product identifiers), but no further information is available at the time of this report. In the event required information is obtained, a supplemental report will be submitted with all relevant information. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Actual device not evaluated.

Event description:
It was reported a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter was successfully used to treat a long lesion (450 mm); however, re-occlusion occurred after six months to the proximal end of the target lesion. The original procedure indicates the health care professional (hcp) predilated the entire length of the target lesion. Reportedly, the target vessel was treated with three lutonix dcb's. The proximal end of the predilated area was treated. Allegedly, a grade c dissection was discovered near the proximal end of the lesion and thus the hcp used an additional lutonix dcb on the proximal end of the target lesion and then another manufacturer's stent to restore optimal flow. The hcp also treated the distal portion of the target lesion with a lutonix dcb. A total of five lutonix dcb's were used during the treatment of this patient. The patient presented for follow up and diagnostic testing was performed to review patency of the index procedure. The patient's long lesion allegedly re-occluded at the proximal end of the target lesion. The index procedure angiograms are available for review. The sample was discarded by the facility. The facility scheduled a reintervention, but the date is not known at this time. No further adverse patient effects were reported. This is one of five products involved with the reported event and are associated manufacturer's report numbers 3006513822-2015-00026, 3006513822-2015-00027, 3006513822-2015-00028, 3006513822-2015-00037.